Manufacturer narrative:
The motion control box was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed; no failure was found. The charger enclosure was returned to the manufacturer for analysis. Analysis found that the charger enclosure and fans were lightly dusty. They were cleaned and tested. The reported issue could not be duplicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the power enclosure and charger enclosure were replaced. The imaging system then passed the system checkout and was found to be fully functional. The power enclosure and charger enclosure have been received by the manufacturer. However, analysis has not been completed at the time of filing. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that when powering on the system before a case, the image acquisition system (ias) power button was blinking and the ias would not power on. A manufacturer representative tried to boot the ias while disconnected to the mobile view station (mvs) but the same thing occurred. The indicator lights showed full battery power and line power, but the pendant never displayed software. There was no patient present when this issue was identified.